Event description:
The pt was revised to address limited range of motion, due to oversizing the femoral component resulting in overstuffing the joint.

Manufacturer narrative:
The product was not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation was limited to the provided information. The investigation could not draw any conclusions about the reported event; the initial reporting stated the size device inserted at primary surgery did not achieve the desired range of motion. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.